Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. No significant events leading up to the alarm were recalled. The customer's blood glucose was 147 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened, all the buttons, dome switch. No button error alarm during testing. The device had cracked lcd window, scratched case, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.